Manufacturer narrative:
The pump was received with a button error alarm and an intermittent button response due to the corroded keypad traces. They were unable to perform the displacement test or verify no scrolling numbers due to the no button response. The pump was received with a cracked reservoir tube lip, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 195 mg/dl at the time of the incident. Customer was sitting on the couch when the alarm occurred. Customer stated that she was going through batteries in under 2 weeks recently. Customer was advised that this was normal. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.